Event description:
It was reported during the procedure, that the sureshot device did not reach the nail when targeting the distal locking of a tibial nail. In addition, when drilling the holes from distal medial to lateral, the drill deviated in several attempts. The alignment was tested on the device and it seemed fine. No patient harm or injury was reported.

Manufacturer narrative:
Lot number.

Event description:
It was reported during the procedure, that the sureshot device did not reach the nail when targeting the distal locking of a tibial nail. In addition, when drilling the holes from distal medial to lateral, the drill deviated in several attempts. The alignment was tested on the device and it seemed fine. The procedure was finish with free hand. The surgeon blame the device and he was unsatisfied with the surgical outcome. No patient injury.

Manufacturer narrative:
It was reported during the procedure, that the sureshot device did not reach the nail when targeting the distal locking of a tibial nail. In addition, when drilling the holes from distal medial to lateral, the drill deviated in several attempts. The alignment was tested on the device and it seemed fine. The procedure was finished with free hand. The surgeon blames the device and he was unsatisfied with the surgical outcome. No patient injury. The affected complaint device, used in treatment, was returned and evaluated. Visual inspection showed of the returned device showed blue marker on the grey overmolding rubber. The wire and connector show no signs of damage. A functional evaluation was performed and indicated that coils show electrical continuity. Pcb is functioning properly. It was recognized by the interface. The display showed the correct positions, and the field accuracy test showed the targeter as accurate. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship between the device and the reported incident or adverse event could not be corroborated. A review of the risk management files revealed that this failure mode has been identified. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same serial number. A medical analysis noted that there was no patient injury or delay reported, therefore no further clinical/medical assessment is warranted at this time. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles and damage from repeated use can occur. Some potential causes could include but are not limited to surgical technique used or interference issue. The user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
D11: added concomitant device.